Event description:
Inflation could not be maintained on two (2) size 8 dct, disposable cannula low pressure cuffed tracheostomy tubes. The first device would not maintain inflation moments after insertion, the second device was in use ten (10) to fifteen (15) minutes when inflation problems were detected. The pt reportedly experienced temporary respiratory distress, traumatic bleeding and required intervention. A third 8dct device was placed with no further inflation problems encountered. The pt returned to baseline condition. The 8dct devices were returned to the MFR on 3/31/97, processed to the quality analytical laboratory for decontamination, analysis and investigation.